Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: client reported that in 3 cases where only one of the genes amplified. They immediately repeated the sample and the result did not reproduce. The gene that had amplified, although it had a high fluorescence value and a CT before 35 in the first analysis, did not amplified and the result came out as negative.

Manufacturer narrative:
Eua# (B)(4). Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max system kit (ref 4450030 ) lot 1252950 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max system indicated that lot 1252950 was manufactured according to specifications and met performance requirements. Customer complained of discrepant results with bd sars-cov-2 reagents for bd max system kit lot 1252950. In 3 cases, the initial result was positive for one of the genes but when repeated, samples gave a negative result. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Based on the available information, and without data, bd is unable to identify a cause for the customer issue. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max system kit lot 1252950. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: client reported that in 3 cases where only one of the genes amplified. They immediately repeated the sample and the result did not reproduce. The gene that had amplified, although it had a high fluorescence value and a CT before 35 in the first analysis, did not amplified and the result came out as negative.